Event description:
End user reported that the contrast spike assembly packaged in their custom kit impedes the flow of contrast through the lumen, and air bubbles are being pulled into the line while they are prepping for cases.